Event description:
It was reported that the patient presented in-clinic for a check. Upon review, the pacemaker exhibited post paced t-wave over-sensing episodes. Programming changes were made on the device. Patient was stable.